Manufacturer narrative:
(B)(4). The device is not available at this time. A follow-up MDR will be submitted upon completion of the evaluation or if any additional relevant information is received.

Event description:
A customer contacted global technical service (gts) regarding increased intraperitoneal volume during fill 1 of 3 while using the homechoice machine. The home patient (hp) stated they performed a manual exchange of 1500ml during the date. The caregiver (cg) stated the homechoice (hc) was in fill 1 and the fill volume was 931ml. The cg stated the initial drain alarm was 0ml and the initial drain volume was 0ml. The technical service representative (tsr) assisted in a manual drain on the hc of 3037ml. The cg will speak to the registered nurse (rn) regarding the initial drain alarm setting on the hc. The hp felt fine and would continue with therapy. There was no serious injury or medical intervention reported.

Manufacturer narrative:
(B)(4). There is no previous service history for this device. Machine was reworked and passed all subsequent testing. The cause of the increased intra-peritoneal volume (iipv) identified in the device log is undetermined because the device was not returned for evaluation.